Manufacturer narrative:
Complaint number: (B)(4). No batch number was provided. Customer has multiple batches in use and cannot determine which one was involved in this incident. Unfortunately, without basic information, a thorough investigation is not possible. We have forwarded the complaint to our supplier for their information. This complaint is closed as cannot be determined due to insufficient information.

Event description:
Customer is reporting a needle stick. Phlebotomist thought the safety device was activated after the stick. When gathering supplies he felt the sharp. The needle slid had out of the protection sheath and stuck his hand. Customer stated they do not believe this was a user error. Customer advised they place reference items in stock bins prior to use and the bins can contain multiple lot numbers. Customer states they have several lots in use and cannot identify which lot was associated with the injury.